Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had three leaking foley catheters in coronary care unit. It was stated that one catheter was inserted in the or and it was leaking on arrival to the floor from the operating room. Another catheter was placed in the emergency department. The customer was not sure what catheter was used with either of the two previously noted insertions. The catheter inserted the previous night in coronary care unit was a 16fr kit. Per customer contact via phone on 11oct2021, it was stated that each foley catheter was used on different patients and there was no patient harm. The customer could not identify the foley tray being used but advised it was not the recalled trays because they checked them.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the customer had three leaking foley catheters in coronary care unit. It was stated that one catheter was inserted in the or and it was leaking on arrival to the floor from the operating room . Another catheter was placed in the emergency department . The customer was not sure what catheter was used with either of the two previously noted insertions. The catheter inserted the previous night in coronary care unit was a 16fr kit .